Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2003; 5071-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, loss of capture, an increase in pacing impedance, noise, short ventricular intervals and undersensing. The lead was programmed to minimum output and sensing was adjusted to avoid oversensing noise. The lead remains in use. It was also reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead remains in use. The patient reportedly experienced arrhythmia in the form of heart block. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
No action was taken for the ffrw oversensing observed on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead also exhibited increasing pacing thresholds and intermittent capture. The rv lead malfunction resulted in long-short sequences triggering ventricular arrhythmia and was described as inappropriate therapy. The lead was explanted and replaced during a device upgrade. The ra lead was also removed during the upgrade as the rv and ra leads had adhered.